Event description:
It was reported the patient had been noticing a severe twitching over the implant site for four weeks. At office check, unable to interrogate device and there was no response to magnet test so unable to reproduce the pectoral twitch. Device is not pacing and patient is in intrinsic rhythm. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: analysis revealed a no telemetry condition, the device was pacing unipolar at a back up pacing rate of 65 bpm, and there was no magnet rate. Further analysis found that the device passed all of the digital testing, but failed the ic (integrated circuit) interconnect testing. After this point the failure conditions cleared and the device began operating nominally. All attempts made to reestablish the original failure conditions were unsuccessful. The root cause could not be determined.